Manufacturer narrative:
(B)(4). (B)(6). The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-04463.

Event description:
It was reported that during a hip procedure, the ring of the acetabular cup "jumped from the cup and curved." Another cup was used to complete the procedure. No patient consequences were reported.